Manufacturer narrative:
Concomitant medical products: model: 4473, competitor lead; implanted: (B)(6) 2005, model: 0158, competitor lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients defibrillation sub-q coil lead had fractured. The lead was capped and a alternate defibrillation lead was placed. No patient complications have been reported as a result of this event.